Event description:
Boston scientific received information that during a follow-up visit, this right ventricular lead displayed low out of range impedance measurements when the device was pushed towards the patient's shoulder. In addition, increased threshold measurements were obtained. As it was unknown whether there may be a connection issue or lead issue, a revision procedure was performed. During the procedure, visual observation revealed the issue was lead related. No device header or connection issue was noted. A decision was made to replace this lead. This lead was surgically abandoned. A previously surgically abandoned rv lead was reactivated and tunneled to the left side pocket site. In addition, the device (cognis p106 sn (B)(4)) was also replaced. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead was surgically abandoned and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.